Event description:
This pi is for the revision of the primary implants. In reporting a revision of the patient's right hip, the rep was told that the patient had had a prior revision of stryker devices in 2016 due to recurrent dislocations. The rep was not present for the procedure and reported that no further information will be available.

Manufacturer narrative:
An event regarding dislocation involving an unknown liner component was reported. The event was confirmed based on the medical records provided. Method & results: -device evaluation and results: not performed as product was not returned -clinician review: a review of the provided medical records by a clinical consultant concluded: cup malposition in absent anteversion has contributed to recurrent dislocation in the arthroplasty requiring revision surgery. Not all contributing factors to instability were addressed during revision surgery. -device history review: could not be performed as lot code information was not provided. -complaint history review: could not be performed as lot code information was not provided. Conclusion: a review of the provided medical records by a clinical consultant concluded: cup malposition in absent anteversion has contributed to recurrent dislocation in the arthroplasty requiring revision surgery. No further investigation is required at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened.

Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
This pi is for the revision of the primary implants. In reporting a revision of the patient's right hip, the rep was told that the patient had a prior revision of stryker devices in 2016 due to recurrent dislocations. The rep was not present for the procedure and reported that no further information will be available.